Event description:
Pt's foley catheter was leaking with visible urine soaked into the gown and absorbent pad under the pt. Temp-probe foley had been placed on admission and had been working fine without issue until this point. Rn noticed there was no urine output for the hour, which was unusual for him. Foley flushed with ns to assess for a clot, and it was discovered that the catheter was leaking tiny droplets of urine from the side of the tubing in between the patient and the y-port connecting catheter and drainage bag. The catheter had been in a statlock, and it was leaking just above where it was clipped in place.